Manufacturer narrative:
Ge healthcare service technician performed a checkout of the equipment and noted the faulty power management board. The power management board was replaced. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that there was no screen activities and continuous alarms. There was no patient involvement.